Manufacturer narrative:
The reported field event was confirmed. The printer would generate static electricity when printing. Low moisture content in the printer paper was found to be the cause of the complaint most likely due to being unwrapped for a long period of time in a very dry environment. Shock from static electricity does not pose risk of electrocution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician received a couple of shocks from the cart which the programmer was placed upon on multiple different occasions.